Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he was pain. The doctor added another lead wire on his left side of his back, but the patient was still not getting pain relief. There was a lack of effect and pain since (B)(6) 2015. The patient planned to contact his doctor about this. Relevant medical history included spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a healthcare provider reported that an x-ray showed that the leads were in place. The patient had great relief from the initial lead; they just weren't getting relief from the additional lead.